Event description:
Customer reported a malfunction on pump, identified as malf 9. There was no reported adverse impact to customer¿s blood glucose level. Technical support provided information for resetting the pump, assisted customer with the reset process, and confirmed that malfunction code did not recur. Customer was advised to continue using pump and to report any future malfunctions.